Event description:
The customer reported a colleague infusion pump which had an inoperable channel select key during biomedical testing. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.